Manufacturer narrative:
Product development investigation was completed. The investigation summary indicates that: a visual inspection under 5x magnification, device history record (DHR) review and drawing review were performed at cq for the returned device as part of this investigation. No product design issues or discrepancies were observed. Visual inspection at cq confirmed the reported complaint condition. The distal tip has sheared off at an oblique angle and was not returned. The material surface at the fracture site appears homogeneous when viewed under 5x magnification. The material and relevant material properties were determined to be conforming at the time of manufacture based on review of the DHR. The cannulation/inside diameter near location of breakage measured 3.40mm (best fit gauge pin gp29) at cq which is within specification of 3.35mm - 3.45mm. The cutting flute outer dimension(s) near location of breakage were unable to be accurately measured at cq due to the oblique fracture pattern and the tip fragment not being returned. Device used for treatment, not diagnosis. Report was initially submitted on oct 31, 2017, but the FDA site was down. Advised by FDA on nov 6, 2017 to resubmit medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information unknown. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device history review: manufacturing location: (B)(4).. Supplier: (B)(4). Manufacturing date: 21.apr.2016. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a reamer broke intraoperatively on (B)(6) 2017 during a initial sub trochanteric femur fracture repair. The reamer tip broke during the reaming process. The reaming part of the process was completed so no back up instrument was required. There were no fragments left behind in the patient as confirmed by routine intraoperative x-rays. The procedure was completed successfully with no surgical delay or additional medical intervention. Patient was listed as stable.this is report 1 of 1 for com-(B)(4).